Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right side. The 70% stenosed, 24mm in length, eccentric, de novo target lesion target lesion was located in the moderately tortuous, mildly calcified, distal right coronary artery (rca). The lesion contained a bend of >45 and <90 degrees. The lesion was pre-dilated, then a 24x2.50 omega¿ coronary stent was advanced to the target lesion and resistance was noted. The omega¿ device could not cross the lesion. The omega¿ delivery system was removed and while in the guide catheter, the stent dislodged from the delivery system. The device was removed and the procedure was completed with another of the same device and post dilation was performed. There were no patient complications and the patient's status was stable.